Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged tongue that thickened, inflamed, with tingling localized on the tip of the tongue, then had an irritation of the throat, headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.